Event description:
The facility rep reported a pump that "shuts off." This event occurred at an unknown time. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The device has not yet been received by baxter for eval. A follow-up report will be submitted when the eval has been completed.